Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had pacing failure and suspected to be dislodged. Boston scientific company representative reported that during follow-up check a week after the implant procedure the patient¿s heart rate (hr) had decreased and pacing failure occurred hence dislodgment was suspected. A few days after, a revision procedure was performed. The ra lead was explanted and a new lead was to be implanted. The ra lead was out of service. No additional adverse patient effects were reported.